Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging the j704 connector on the dn pca board. The cause of the non-functional electrodes is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.